Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc kit containing an arrow raulerson syringe (ars), 18ga introducer needle , dilator, 2-l catheter, and one spring wire guide for evaluation. Initial visual examination of the components did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. The proximal valve was noted to have a hole in the slit. The distal valve was intact. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The syringe was unable to successfully draw and aspirate water with the returned introducer needle attached. The module requirement document for raulerson syringes (B)(4) rev 4 was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso (B)(4): "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed and no relevant findings were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe was unable to aspirate water and failed the vacuum test. Further examination of the valves revealed a small puncture hole in the proximal valve. A device history record review did not reveal any relevant findings. A CAPA has been initiated to further investigate this complaint issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.